Event description:
It was reported to medtronic neurosurgery that the patient's physician suspected the shunt was overdraining when the patient was upright, and underdraining when the patient was horizontal. The peritoneal catheter was explanted.

Manufacturer narrative:
During follow-up correspondence with the initial reporter of the event, medtronic neurosurgery was told that the surgeon had cut the peritoneal catheter from its original length of 120cm to 20cm. The instructions for use that accompany the device caution that "consideration should also be given to the length of the small lumen peritoneal catheter, since the catheter's resistance to flow is directly proportional to its length." The device was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.